Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. During use, the probe of the device was broken off and fallen to an uncertain place. The fragment of the probe was recovered. There was no bleeding and no patient's injury. It was not reported that whether the device was replaced and whether the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. Omsc confirmed that the probe tip broke down at 14 mm from the distal end resulting from the evaluation implemented on march 30, 2017. The broken probe tip was not returned. The tissue pad was worn and there were contact marks on the surface of the probe and the metal part of the jaw each other. The shape of the fracture surface showed that the crack developed from the contact mark as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported phenomenon occurred by the following mechanism; the tissue pad was worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the metal part of the jaw due to wearing of the tissue pad, and consequently contact marks on the probe and the metal part of the jaw each other occurred. The probe was cracked, when the probe received a load by activations or grasping tissue. The probe was broken due to an excessive load on the probe. The instruction manual of the device has already been described followings; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.